Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator had episodes of polymorphic ventricular tachycardia and was receiving therapy/shocks. The field representative reported difficulty programming smartpass on and also reported a decrease in expected estimated battery longevity. A copy of device memory was preserved and submitted for analysis. Engineering review of these files found that the battery was depleting faster than expected. While the ts consultant was discussing this issue with the field representative, the physician called to let them know the patient had expired. It was noted that the patient had not been doing well. No allegation was made against the device in regard to the patient death and the post-mortem status of the device was not reported.